Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device was at eri (elective replacement indicator) and had been in service for three years and one month. The device had been programmed to a high output of 5 v. The device was removed and replaced by a new device. No patient complications were reported as a result of this event.